Event description:
A device was returned to the manufacturer for service in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation, tobacco contamination and dirt/dust. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.